Event description:
Customer's mother reported her daughter's blood glucose was 497 mg/dl with ketones. The mother gave her daughter a manual insulin injection (dosage not specified) which reduced her blood glucose (no specific test result). When the device was removed, the mother observed that the cannula was kinked and looked like it was broken and cracked. The device was discarded in sharps container. The mother also stated they have been adjusting basal rates all week to try and get settings correct as her daughter is a new product customer.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to confirm the reported damaged condition of the cannula or to determine if it caused interrupted insulin delivery. No product lot number was reported; no qualification record review was performed. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance," and "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."